Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) state that the driveline cap should be used to connect the driveline to the tunneling instrument when implanting the device and tunneling the driveline out of the body. The IFU warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU further instructs that the driveline cap should not be removed until it is time to connect the driveline to the controller and to protect the driveline connector from contamination during that time. It is possible that the reported mentioning of a "possible mishandling" may be referring to this procedure not being followed. Device remains implanted.

Event description:
It was reported that the patient experienced an electrical fault with visible contamination inside the connector of the driveline cable where it connects to the controller. This event occurred while the patient was still in the hospital "shortly after" the device was implanted and the clinic staff "mentioned a possible mishandling." The device was serviced by the manufacturer to clean the driveline cable. The driveline cable was disconnected from the controller and power source twice for approximately one (1) minute each time during the cleaning procedure. The patient reportedly tolerated the pump being stopped very well and suffered no ill effects. The patient has been discharged from the hospital and is reported to be doing well.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was not returned for analysis as it remains implanted in the patient. (B)(4) was returned to heartware but was not evaluated and disposed of due to miscommunication between the field team. Review of the manufacturing documentation confirmed that the devices met all requirements for release. Inspection of the driveline connector revealed contamination; a driveline connector cleaning was performed in order to mitigate and remediate the conditions reported under the event. The patient has not experienced any similar events following the driveline connector cleaning procedure. The reported event was confirmed via review of the controller log files, which revealed "electrical fault" alarms around the date of the reported event. The review of the controller log files shows that the nature of the electrical fault alarm and the proximity of the implant date were indications of contamination of the driveline connector. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or factors that could have contributed to this event. The most likely root cause of the electrical fault is contamination of the driveline connector. Electrical fault due to contamination is a known issue being investigated. No additional information will be forthcoming.